Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a remote follow-up it was observed that the electrocardiogram signals for this right ventricular (rv) lead mimicked the right atrial electrocardiogram signals. It was also observed that the rv lead showed a sudden shift of pacing impedance measurements around (B)(6) 2019 from 386-496 ohms. This time frame corresponds to when the patient underwent a right heart catherization procedure. The patient was summonsed for an in-clinic evaluation. Fluoroscopy confirmed that the rv lead dislodged and was in the atrium. The patient was hospitalized pending surgical intervention. The patient is not pacemaker dependent and there were no patient complications as a result of the dislodgement. Additional information received indicates that this lead was explanted and replaced. The lead is not expected to be returned for evaluation.